Event description:
It was reported that following implant of a transcatheter valve, mild paravalvular leak (pvl) was observed. Subsequently, on an unknown date post-implant, atrial fibrillation occurred which required a cardiac ablation. The patient's anticoagulant medication was increased.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following implant of a transcatheter valve, mild paravalvular leak (pvl) was observed. Subsequently, on an unknown date post-implant, atrial fibrillation (afib) occurred which required a cardiac ablation. The patient's anticoagulant medication was increased. Additional information was received to report the afib presented nearly one year following the valve implant procedure. It was further noted the arrhythmia occurred due to left atrial compression secondary to the evolut valve. As a result, a cardiac ablation was performed and a watchman device was placed. The afib was reported to be resolved three months after the onset. Additional information was received to report approximately one year, nine months following the transcatheter aortic valve replacement procedure, an acute arterial occlusion was noted in the patient's leg. The patient's overall condition worsened as result of the occlusion and the patient subsequently died. Per the physician, a medtronic device did not contribute to the patient's condition or subsequent death.

Manufacturer narrative:
Updated data: b2. Outcome attributed to adverse event and date of death b5. A third paragraph was added. H1. Type of reportable event h6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following implant of a transcatheter valve, mild paravalvular leak (pvl) was observed. Subsequently, on an unknown date post-implant, atrial fibrillation (afib) occurred which required a cardiac ablation. The patient's anticoagulant medication was increased. Additional information was received to report the afib presented nearly one year following the valve implant procedure. It was further noted the arrhythmia occurred due to left atrial compression secondary to the evolut valve. As a result, a cardiac ablation was performed and a watchman device was placed. The afib was reported to be resolved three months after the onset.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. B7. Additional relevant history was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.